Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. (B)(4).

Event description:
Case study citation: wang et al. Embolization of cavernous sinus dural arteriovenous fistula via inferior petrosal sinus: anatomical basis and management practicability. Int j clin exp med 2014;7(9):3045-3052. Medtronic (covidien) received information through literature review that a patient who received embolization therapy of cavernous sinus dural arteriovenous fistula with onyx via inferior petrosal sinus only acquired incomplete embolization. Subsequently, the patient was treated with carotid compression for one week. Post-procedural neurologic examination two months later showed marked improvement in visual acuity and ocular movement. No recurrence occurred by 36 months follow-up.